Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly, frozen screen and visit to emergency room for high bgs found on 25-nov-2025 (per ss event date). However, as per sap/customer's note: customer returned pump for an alleged possible under delivery anomaly, frozen screen and visit to emergency room for high bgs found on 06-dec-2025. Pump was received with a blank display. Unable to verify possible under delivery anomaly, frozen screen and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to slight corrosion on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to verify possible under delivery anomaly, frozen screen, perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor, motor, vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen display on the pump after changing the battery, rendering the pump non-responsive and requiring multiple troubleshooting steps. The customer was hospitalized for experiencing hyperglycemia. The event involved mmt-1884l,mmt-242a,mmt-332a. The high blood glucose value is 312 mg/dl with symptoms of feeling sick/unwell, flu-like symptoms, headache, tiredness, and extremity pain/cramps. Treatment included IV insulin drip, manual injection and the pump was not delivering insulin due to the frozen screen. Troubleshooting was performed and customer was using the insulin pump system within 48 hours prior, and was instructed to discontinue pump use, revert to backup therapy, and place the pump in storage mode. Pump replacement was initiated, and the customer understood the product replacement/return policy. No further patient complications were reported. No product replacement or return was required for mmt-242a,mmt-332a. Mmt-1884l was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.